Event description:
A customer reported experiencing occlusion alarms that interrupted insulin delivery, as communicated via email to technical support. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined follow-up.